Event description:
On 12/04/2024 it was reported by a sales representative via (B)(4) that an ar-3373-4002 sheath was broken where it connects to the receiver. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-3373-4002 batch number, 1666812, was received for evaluation. Visual inspection revealed that the shaft was detached from the sheath at the weld. Damaged like bent was noted on the tip of the shaft. Functional testing cannot be performed as the device is broken. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.